Event description:
It was reported that the right ventricular (rv) lead showed impedance increased to a high measured. The capture threshold also showed a rise, but the threshold measurement was still within normal limits. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53 lead, implanted: (B)(6) 1997. (B)(4).